Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously high triglyceride (tg) results on six (6) patient samples that were generated by the unicel dxc 600 synchron chemistry analyzer. False high tg results were reported out of the laboratory. Upon repeat lower results were obtained and amended reports were issued. There was no change to patient treatment attributed or connected to this event.

Manufacturer narrative:
No specific sample information was provided. Prior to the event, tg qc results were within the lab's established ranges. After noticing the high tg results, qc samples were run. Qc level 2 was out of range high. A calibration was done which failed back to back and out of calibrator range (ocr) high. A field service engineer (fse) was dispatched replaced the sample probe and wash collar which resolved the problem. As of (B)(4) 2011, there were no further calls to hotline for high tg results.